Event description:
Patient underwent a dfn procedure on (B)(6) 2012 to treat a femoral diaphyseal fracture. During insertion of the locking screws into the distal locking hole of the nail, the tip of the drill bit hit the nail instead of the hole and broke. The fragments of the broken drill bit tip were left in the distal locking hole of the nail. The surgeon believes the breakage of the drill bit may have been caused by using the drill at an angle. This is the 1st of 5 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
(B)(4): the manufacturing papers were reviewed and found no deviations regarding material analysis, strength and structural stability; values were in compliance with the technical drawings and ao/asif specifications. The cross section is homogeneous which indicates material conformity. The twisted shape of the drilling flutes indicates continuous heavy mechanical forces. The drill bit was broken due to mechanical overloading during use and no product fault could be detected. (B)(4): placeholder.